Event description:
The rate independently changed. Line a of the pump was delivering isuprel (1mg/250ml) at a rate of 1 ml/hr. No further programming parameters were provided. After the nurse pressed the stop key in order to discontinue the therapy, she noted that the rate changed to 300 ml/hr. The nurse heard the motor of the pump pumping rapidly and pressed the stop key again; however, the pump continued to deliver at a rate of 300 ml/hr. At that time, the nurse opened the pump door and removed the cassette from the pump in order to stop the delivery. The unintended volume of medication delivered to the pt was reported as "whatever could have gone into the pt in about 2 seconds at a rate of 300 ml/hr." The pt experienced a brief period of tachycardia, which resolved within 3-5 minutes. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, an independent rate change could not be duplicated. The biomedical engineer "found no problems with the unit." Though requested, no add'l info was provided.